Manufacturer narrative:
The patient's known short-to-shield was previously captured under MFR # 2916596-2019-04545. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested concerning a noted speed reduction. The log file revealed a reduction in pump speed on (B)(6) 2022 at 8:15 while connected to a patient cable. The recorded speed at the time of the event was 8260 rpms. The patient was on grounded patient cable at the time of speed ramp down, and an unshielded patient cable was requested for patient. It was noted that the patient has a known short-to-shield and was previously issued an unshielded patient cable.

Event description:
At the time, patient was admitted with altered mental status and speed ramp downs.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed event while the patient was connected to a power module/patient cable. The patient had a known short-to-shield issue and was instructed to use an ungrounded patient cable or batteries. It was reported that the events occurred when the patient was accidentally connected to a grounded patient cable. A specific cause for the patient¿s altered mental status could not be conclusively determined, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient was admitted on (B)(6) 2022 with altered mental status and speed ramp downs. It was reported that the patient had been connected to an ungrounded patient cable at the time of the speed ramp down. Another ungrounded patient cable was requested. The submitted log file was reviewed. A low speed event was captured on 08dec2022 while the device was connected to a power module/patient cable. The pump otherwise maintained a speed above the lsl. There were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient ultimately expired due to pulseless electrical activity and stroke on (B)(6) 2022 (related manufacturer report number 2916596-2022-16131). It was reported that the heartmate ii lvas, serial number (B)(6), would not be returned for evaluation as it was not explanted. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists neurologic dysfunction as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Additionally, the heartmate ii unshielded power module patient cable IFU is currently available. This document, under ¿cautions¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module.¿ no further information was provided. The manufacturer is closing the file on this event.